Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:  3006705815-2022-01575. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Effective therapy was established.